Event description:
Arthroscopy surgery started - within 5 minutes into procedure the scope became foggy and visibility reduced requiring a second scope for the arthroscopy knee procedure. The event repeated itself the next week with a shoulder arthroscopy.